Event description:
IV tubing extension set had plastic "bubble" which occluded end of tubing, resulting in no flow. This unit was not used with a pt. However, it could have resulted in lost time and need to establish a new IV catheter. (*)